Event description:
On an unknown date a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). In (B)(6) 2024 part of the patient's j tube was found to be incarcerated. On (B)(6) 2024, the patient underwent endoscopic surgery to remove the incarcerated j tube. During the endoscopic procedure, there was a pronounced, almost fistula-like ulcer at the pylorus and the transition to the jejunum, which was caused by the peg tube due to the strong pull on the tube ultimately caused by a bezoar. The peg tube was left in place and duodopa therapy was continued. It was reported that in about 6-8 weeks, the peg tube was expected to be replaced.

Manufacturer narrative:
Reference record (B)(4) . Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, therefore, a return sample evaluation is unable to be performed at this time. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Reported events of incarceration / perforations, gastrointestinal ulcers and bezoars are known complications of a j tube placement. Health effect clinical code of 4581 was chosen to capture the event of a bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.